Event description:
It was reported that during a daily inspection, the cardiosave intra-aortic balloon pump (iabp) unit had failed the leak test. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the safety disk leak test was out of range and that the safety disk was faulty. The fse replaced the safety disk (0202-00-0140) and tidal volume disk (0202-00-0142). The unit then passed the leak test.

Event description:
It was reported that during a daily inspection, the cardiosave intra-aortic balloon pump (iabp) unit had failed the leak test. There was no injury reported.

Manufacturer narrative:
Due to character restrictions in block e1event site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.